Event description:
A malfunction was reported on the pump by the caller, identified as malfunction code 15. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received pump reset information, received assistance with resetting the pump from cts, and was advised to continue using the pump. Customer was instructed to call back if the malfunction code recurred, which they acknowledged and understood.